Manufacturer narrative:
Device received with missing segments or partial display due to bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments or partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that there was full black screen on the insulin pump. The customer¿s blood glucose level was 82 mg/dl. The troubleshooting was performed for the full black screen. The customer stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The customer was advised to stabilize at room temperature. Customer stated that the black screen did not disappear. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.